Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to additional information provided by the user facility, the device had been reprocessed with a non-olympus automated endoscope reprocessor, endomed steelco, using peracetic acid. The technical inspection by olympus deutschland gmbh (ode) was not conducted, because the customer only requested that microbiological testing be performed. The instruction manual states the possibility of infection by insufficient reprocessing. The exact cause of the reported event could not be conclusively determined, because the result of microbiological testing by the third party laboratory after reprocessing by ode cleared the german guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the instrument, the air/water channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Instrument channel: bacillus sp. (0,2 cfu/ml). Air/water channel: staphylococcus hominis (0.1 cfu/ml). Auxiliary water channel: unspecified microbes (<0,1 cfu/ml). Suction channel: staphylococcus epidermidis (11 cfu), molds (1 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.